Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01475. It was reported the pt experiences a heating sensation and discomfort for a couple days after charging his ipg. The pt sates the charger heats up as well as the ipg. The pt has seen the physician numerous times and has been reprogrammed multiple times. A replacement charger has been sent to the pt to address the issue.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.